Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported perforation and hypoxia. Perforation and hypoxia are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as a 10mm amplatzer atrial septal occluder to treat the shunt. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "emergency bedside transoesophageal echocardiography guided atrial septal defect closure without fluoroscopy after left ventricular assist device implantation", was reviewed. The article presented a case study of a 72-year-old male patient with permanent atrial fibrillation, moderate pulmonary hypertension, end-stage heart failure secondary to idiopathic cardiomyopathy, severe mitral regurgitation. It was reported that on an unknown date, two mitraclips were successfully implanted. Two weeks after the procedure, a heartmate3 lvad was implanted. A right to left shunt was observed, caused by the mitraclip procedure. The patient remained hypoxic. Therefore, the physician implanted a 10mm amplatzer atrial septal occluder to treat the shunt. [The primary and corresponding author was laith haj-ahmed, school of medicine, the university of jordan, amman, jordan, with corresponding email: laithhajahmad355@gmail.com].